Event description:
The patient called lifescan (lfs) in 2005 and alleged that their meter was reading inaccurately high. Medical affairs spoke to the patient on the 3rd day and obtained/verified the following information. Sometime, in early june of 2005, the patient was at the hospital for a routine doctor's appointment. They stated that prior to the appointment, they went out for breakfast and they took their insulin based on the 1:12 carbohydrate ratio (1 unit of insulin per 12 grams of carbohydrate). They did not test their blood glucose at this time. While they were in the waiting room, they began sweating and shaking. They drank a soda and the physician came to them in the waiting area. The physician and the patient's family attempted to test the patient on thier meter but the meter "would not work". The physician put the patient in a wheelchair and they were taken down to the emergency room. A lab test was performed and the patient's bl0od glucose was 24 mg/dl. Another test was attempted on the patient's meter and the result was 130 mg/dl. The tests were performed within 20 minutes. The patient was treated with glucose. There is no evidience of the meter contributing to a serious injury (the patient did not test prior to the event and at the time that they attempted to test, they were already experiencing symptoms); therefore the meter issue did not lead to the injury. In regards to not being able to test at the time of the symptoms, the patient was currently in the hospital and was able to receive treatment almost immediately.